Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked during storage. The event was observed after the prescribed infusion time of 46 hours. It was further reported, the blue winged cap was noted to be securely tightened; however, the solution came out from an unknown location though the tray that held the device was wet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.